Event description:
False positive result(s). I used two acon flowflex covid-19 antigen home tests ref: l031-11885 as a precaution after attending weekend retreat with 85 people because I was having guests over for dinner. I had no covid symptoms. Both tests were positive. On (B)(6) 2022 I tested again with a different brand ihealth covid-19 self test and tested negative. On the same day I had a pcr test done at (B)(6) hospital and the results were negative. I have concern that the two flowflex tests that were positive were defective. I repeated the test and both tests showed positive and I was a-symptomatic. Next day with an ihealth brand home test I was negative and with a sars-cov-2 (covid-19) qual pcr specimen that same day I was negative. FDA safety report ID # (B)(4).